Event description:
It was reported that the patient presented to the ER after slipping and falling due to syncopal symptoms. Upon interrogation, non-sustained lead noise episodes that resulted from intermittent ventricular capture were observed. High capture threshold was also noted. Chest x-ray did not confirm lead dislodgement, but micro-dislodgement was suspected. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
No medwatch form was received.